Event description:
It was reported that the healthcare provider (hcp) had attempted a dye study on (B)(6) 2012 and was not able to aspirate the catheter. A rotor study was not done. Patient underwent a catheter revision. Per reporter one hcp stated that at first they thought the patient had an overdose and there was cerebrospinal fluid in the pocket but then another hcp indicated that that wasn't the case. The exact symptoms were unclear to the reporter as "every other person gave him a different answer". Drug delivered via the device baclofen. Patient outcome was indicated as recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported that the patient was admitted to hospital for respiratory failure. When the catheter was aspirated 50cc of fluid was found in the pocket of the pump leading the physician to believe that the catheter had failed at the connector site. The catheter was revised and the patient had received good therapy since. At the time of the event the patient had compound baclofen in her pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk; passer model: 8591-38, lot# d17522. (B)(4). Analysis of catheter/sc connector revealed an indent and occlusion. It was observed there was an "unusual looking" crack in the material at the bottom of the cup. It was unknown how the crack occurred. A dent was also noted in the silicone material of the cup of the sutureless connector, which indicated the connection between the sutureless connector and the pump outlet may have been occluded. Minor indents were noted on one of the retaining ring fingers which indicated that the sutureless connector may possibly have been misaligned when attached to the pump's outlet port.